Manufacturer narrative:
Device evaluation by manufacturer: the delivery sheath and the retrieval sheath were returned for the analysis. Visual inspection observed that the delivery sheath was detached at the distal section and was also bent and deformed at the proximal section. No damages were found on the retrieval sheath. Functional inspection of sheathing/unsheathing could not be performed because the wire was not returned for the analysis. Based on the evidence, the damages found can contribute to device malfunction during a procedure.

Event description:
Reportable based on the device analysis completed on 24feb2025. A 300cm mt filterwire ez was received with no reported allegations or patient complications. However, returned device analysis revealed the delivery sheath was detached at the distal section.